Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement of zero ohms. A review of the system data noted the trend is stable and this was the only out of range measurement recorded. A boston scientific technical services consultant discussed with the caller that although there was not a stored noise episode, it is likely that noise disrupted the regular measurement. The consultant recommended further troubleshooting. No adverse patient effects were reported.